Manufacturer narrative:
The physician immediately performed a surgical intervention which confirmed the defibrillation lead pins were reversed. Upon correcting the issue and re-closing the device pocket, the issue was resolved.

Event description:
Boston scientific received information that shortly after implant, the implantable cardioverter defibrillator (ICD) in association with this defibrillation lead did exhibit lead pins reversed in the device header as noted on the shock electrocardiogram. There were no reported adverse patient effects.